Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd precisionglide¿ needle penetrated through the shield in the packaging. The following information was provided by the initial reporter, translated from portuguese: "the needle pricked me and it is in sterile packaging. I saw that she is bent and pierced the cover of the needle itself."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ needle penetrated through the shield in the packaging. The following information was provided by the initial reporter, translated from portuguese: "the needle pricked me and it is in sterile packaging. I saw that she is bent and pierced the cover of the needle itself."